Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed when the light source was connected with the subject device at the unspecified timing. The field service engineer of olympus (B)(4) went and checked the subject device at the user facility, but it could not be duplicated the reported phenomenon. There was no report of patient injury associated with this event.